Event description:
It was reported that the pt was unresponsive. The pump was checked and no alarms were occurring. The catheter was recently checked and was okay. The pump was used to deliver baclofen. Additional info has been requested from the hcp, a follow-up report will be sent if additional info become available.